Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, when a blood vessel was clamped and fired, the protrusion on one side of the hem-o-lok clip would not come off the jaws of the medium-large clip applier instrument. When the hem-o-lok clip was grasped with a fenestrated bipolar instrument and an attempt was made to remove the protrusion from the jaws, the hem-o-lok clip rotated, causing the blood vessel to become pinched between the jaws of the medium-large clip applier instrument and the hem-o-lok clip. The protrusion was again carefully removed with the fenestrated bipolar instrument and removed from the blood vessel. The medium-large clip applier instrument was removed and visually inspected, and the portion of the jaw where the protrusion was attached was deformed. Of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.